Event description:
It was reported that stent thrombosis occurred. An unspecified size synergy¿ drug eluting stent was implanted to treat the lesion. Five days post procedure, the patient had stent thrombosis. The patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).